Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause of the reported malfunction is due to a defective circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during evaluation of the colonoscope, the image blacks out during angulation. There is no patient involvement.